Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, noisy image was due to bad plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a distorted image. During the device analysis, noisy image was found. It was determined that the plug unit needed to be replaced. There was no patient involvement.